Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, multiple station was not communicated after following reboot. Found window struck. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be completed.